Event description:
It was reported that the patient was having trouble turning stimulation off and it was causing the patient pain. It was stated that it was running at ¿130v¿ and for some unknown reason the patient got severe back pain. It was stated that the patient turned the stimulation down to 0v using the patient programmer and the pain went away. It was stated that after turning it down the pain returned, so the patient checked using the patient programmer and it had gone back to 130v. It was noted that this issue started today about 45 minutes ago. It was stated that the patient was set on a-0.00. It was verified that the lightening bolt was present but the caller was not sure if the a was in the upper left corner. It was stated that the patient agreed to turn adaptive stim (as) setting off and use the manual setting until the patient could get in to see the healthcare professional (hcp). It was noted that the patient was walked through turning as off.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).